Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2020-00075.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2020-00075.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femur catalog # unknown lot # unknown, unknown persona tibia catalog # unknown lot # unknown, unknown persona patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-04927, 0001822565-2019-04930, 0001822565-2019-04932. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient alleges experiencing pain, stiffness and limited range of motion in knee. Further, the patient alleges uses a cane to ambulate and is scheduled to undergo a manipulation procedure. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.